Manufacturer narrative:
The t:slim x2 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. Reportedly, the pump had turned off and reset due to the customer not charging the pump. Upon turning the pump back on the customer did not adjust the date to be accurate. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose level was 200 mg/dl.